Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original pouch. Visual inspection of the wire has the distal tip kinked and detached at 299.5 cm from the proximal section it is exposing the core wire in the distal tip end. The other distal tip section was not returned. Also it has the body kinked. Overall length couldn't be measured due to the device condition. The outer diameter of the middle of the device and the proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the peroneal artery of the left leg. A 300cm v-14¿ controlwire® was advanced however, the tip of the guide wire got kinked. The device was removed but it would not go back into the guide catheter. The device was removed along with the guide catheter as a unit. Another wire was selected to re-accessed the lesion. After removal, the catheter was flushed and it was noted that a piece of the wire fractured off. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the peroneal artery of the left leg. A 300cm v-14¿ controlwire® was advanced however, the tip of the guide wire got kinked. The device was removed but it would not go back into the guide catheter. The device was removed along with the guide catheter as a unit. Another wire was selected to re-accessed the lesion. After removal, the catheter was flushed and it was noted that a piece of the wire fractured off. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.